Manufacturer narrative:
UDI= (B)(4). It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pus at the ipg site. The physician suspected the patient had an infection. The patient's ipg site was cleansed with betadine and the patient was administered antibiotics.

Event description:
A report was received that the patient had pus at the ipg site. The physician suspected the patient had an infection. The patient's ipg site was cleansed with betadine and the patient was administered antibiotics.